Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported by the patient's family member that patient had been taken to the hospital with a report of multiple shocks and stabbing pains around the device. Follow-up with patient's clinic indicated the patient was last seen about one year ago and has subsequently moved. There were no concerns with patient's device at that time. Clinic indicated the patient did not provide information regarding new clinic location. The device remains in use. No further patient complications have been reported as a result of this event.